Event description:
Information received from the field does not address the patient's clinical status but notes a battery impedance of 12 kohms. A review of clinical records noted that the battery impedance was 1.5 kohms one day post implant.